Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1196. The pt had two leads implanted with the same lot number. It was reported the pt's occipital leads (off label use) were sticking out of the pt's skin. It was also reported she was experiencing an increase recharge burden. The pt underwent surgery where her leads and ipg were removed. The pt plans to have a new scs system implanted after her incision have healed.